Manufacturer narrative:
Conclusion: the reported event indicates that, after the valve was deployed while removing the dcs, the tip of the dcs caught on the valve causing it to dislodge. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed. A decision was made to snare the valve into the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ev olutpro-26-us, serial#: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was deployed at 2 millimeter (mm) and 3 mm. Upon removal of the dcs, the nose cone caught the valve and dislodged the valve into the sinus. The valve was then snared into the ascending aorta. A second transcatheter bioprosthetic valve was loaded onto a second dcs, but was not implanted due to physician preference. A non-mdt transcatheter bioprosthetic valve was then implanted. No additional adverse patient effects were reported.